Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter (n497750003) found that difficulty with the sc connector led to explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). Ubd: 08-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1001 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the pump replacement procedure for eri (elective replacement indicator), the hcp could not get the old sutureless connector off of the old pump. The hcp squeezed the black dots; used raytex gauze for a better grip; and pushed towards the pump while squeezing prior to pulling away but was unable to disconnect the catheter. The hcp then had to cut the catheter while it was still connected to the old pump and revise it. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received on 05-may-2021 at which time it was reported that the patient was kept for routine post replacement monitoring and then last night they began to suspect overdose. This morning a rapid response was called, and the patient was now intubated in the ICU (intensive care unit). The patient¿s itb (intrathecal baclofen) dose was cut in half, and the patient¿s vital signs were slowly responding. The hcp suspected that the sutureless connector that could not be removed from the pump during the replacement procedure may have unknowingly been obstructed with tissue.